Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The patient was admitted to the hospital and the svc coil was programmed off with intent to do a defibrillation threshold test (dft) with a single coil but the rv coil impedance measured high. The alert was programmed off. A possible fracture on the rv coil was suspected. The dft was cancelled. The patient wore a lifevest until the lead could be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Svc defib impedance steady at 60 ohms through (B)(6) 2014, rises out of range (> 200 ohms) starting (B)(6) 2014. Concomitant products: 5076-52 lead implanted: (B)(6) 2002; 2187-85 lead implanted: (B)(6) 2002. (B)(4).